Manufacturer narrative:
G4:11feb2021. B4:01mar2021. H11:g5:k102985. H10: the customer reported a philips v60 ventilator's touchscreen was not responding well during pre-use checking. The manufacturer's international field service engineer (fse) evaluated the device and confirmed the reported issue. The service technician replaced the touch screen due to a misalignment in the touch position. The ventilator's touchscreen was then tested, checked, and functionally tested. The reported issue was resolved. No other anomalies were reported. The customer returned touchscreen assembly was returned for evaluation. Failure investigation (fi) technician installed the touchscreen into a fi ventilator to duplicate the reported issue of unresponsive lower part of the touchscreen. The fi technician could not verify the reported failure. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer reported a philips v60 ventilator's touchscreen was not responding well during pre-use checking. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported.